Event description:
It was reported that a surgical intervention was performed due to infection. The insert was removed.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A clinical analysis indicated that although insufficient clinical information was provided for a thorough medical assessment, a post-operative infection was reported and most likely the contributing factor to the reported revision. The patient impact beyond the reported revision procedure itself cannot be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no additional complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.